Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic esophageal fistula. Event description: the sleeve of the lap scissor cot removed from the handle side on the case. Due to the sleeve detachment, they could not be able to connect monopolar to the scissor. Did the scissor sleeve (insulation) encounter another instrument? If yes, what instrument? Only trocar kii 5mm z thread trocar. Was monopolar energy activated when the damage occurred? No. Was there any burning/ arcing? Fortunately, no. Did the burning/arcing cause damage to tissue? Fortunately, no. Was there insulation damage to the shaft of the device? Yes. What kind of trocar was used? Was a metal cannula used? Applied medical kii 5mm trocar. Was the monopolar energy activated prior to contact to tissue? No. How extensive was the burn? Na. Where was the burn? Na. Was the device reprocessed before use? It is a fresh one. Are there any procedural images/videos available? Currently no. We will try to retrieve if required. Intervention: changed to other scissor and finished the procedure. Patient status: nothing affected the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the customer¿s experience of sleeve detachment. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction: updating data in g2. From initial to include distributor in final.

Event description:
Procedure performed: robotic esophageal fistula. Event description: the sleeve of the lap scissor cot removed from the handle side on the case. Due to the sleeve detachment, they could not be able to connect monopolar to the scissor. Did the scissor sleeve (insulation) encounter another instrument? If yes, what instrument? Only trocar kii 5mm z thread trocar was monopolar energy activated when the damage occurred? No. Was there any burning/ arcing? Fortunately no. Did the burning/arcing cause damage to tissue? Fortunately no. Was there insulation damage to the shaft of the device? Yes. What kind of trocar was used? Was a metal cannula used? Applied medical kii 5mm trocar. Was the monopolar energy activated prior to contact to tissue? No. How extensive was the burn? Na. Where was the burn? Na. Was the device reprocessed before use? It is a fresh one. Are there any procedural images/videos available? Currently no. We will try to retrieve if required. Intervention: changed to other scissor and finished the procedure. Patient status: nothing affected the patient.